Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device did not work anymore when starting up "the novio" and had an e6 (overheating warning) error code. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available has been disclosed. If additional information were to become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Quality engineering evaluated the device and determined that the device did not function, gave an e6 (overheat warning) error and failed thermistor assessment. It was also observed that the thermistor in the flex circuit is worn out. The worn out thermistor is part of the flex circuit and is what caused the e6 error to display on the console and thermistor failure causing the device to not function. Therefore, the reported condition was confirmed. During review of the device manufacturing records for this device it was found that there were no anomalies that occurred during the manufacturing or processing of the device that would have been expected to cause or contribute to the reported event. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.